Event description:
It was reported that noise was observed on the lead; it was reproducible with arm movement. During explant attempt insulation damage with exposed conductors was found. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.